Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported that the vial was being filled with an unspecified volume of normal saline when solution leaked around the male luer lock on the injector in the vial. The vial was replaced and the filling was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.